Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed four day prior. According to the complainant, during procedure preparation, water was noticed "trickling" down the prolieve catheter's packaging. There appeared to be a "pinhole" in the anchoring balloon. The physician successfully completed the procedure with another prolieve thermodilatation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If any further relevant info is received, a supplemental medwatch will be filed.